Manufacturer narrative:
Review of instrument images: sample ID (B)(6): missed anti-jkb. Cells 1/2/3/5/6/7/9/12 resulted as 3+-visually positive; cells 4/8/10/13/14 resulted as negative-all cells visually negative with slight halos noted; control wells resulted as expected id311: cells 1/2/3/6/8/13/14 are jka=jkb+; cells 4/5/7/10 are jka+jkb+. Cells 4/8/10/13/14 should have reacted and did not. A service call was made and the instrument was found to be operating within specifications.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-ID (crrid) on the galileo echo instrument.